Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem for this product. No adverse trend was observed for the reported issue. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info. Source: phone.

Event description:
Qv sars otc: consumer reporting pink line by arrows, noticed blood on swab after collecting sample--tss provided guidance.